Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the cause of the issue was not determined. X-ray images showed the leads are in same area as the trial leads were. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient needed to be re-programmed because the implantable neurostimulator (ins) was not doing anything near what the trial did; the ins was not giving relief and the caller did not feel that the device was working. The patient met with a manufacturer representative (rep) and performed an x-ray to check the lead, but the healthcare professional (hcp) would not let the rep come in because they need to make sure it was legal to do that first. On (B)(6) 2019, a manufacturer representative (rep) reported that the patient fell when getting out of a car at a follow-up appointment. The patient¿s husband stated that the for the last month and she had trouble urinating. Also, the patient had been confusing things and didn¿t always ¿seem there¿. For interventions, the rep created three new programs to try and the patient was directed to contact the rep to see if they were getting better relief. There were no further complications reported or anticipated.